Manufacturer narrative:
B2: correcting outcome attribute to adverse event not selected in the previous supplementary rr. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) via manufacturer representative (rep) who was implanted with an implantable neurostimulator (ins). The reason for call was rep reported impedance of 26k ohms on electrodes 2,3,10,11, and 12. Rep said they met with patient last week and they noted high impedance at the time and rep programmed to allow paresthesia at the time, but patient is not feeling stimulation today, even after reprogramming. Rep did say patient has more electrodes out today, compared to last week but rep couldn't remember which electrodes had high impedance last week. No trauma/fall or anything notable that could have been the cause of high impedance per patient. Interestingly even though stimulation is at 100% usage daily, battery level didn't drop as much as expected: 11/22- 50-90% 25minutes. 11/23- 70- 100 33 min. 11/24- 70-100 13 min. 11/25- 80-100 5 min. 11/26- 70-100 12 minutes. 11/27- 70-100 21 min. 11/28- 70-100 50 min. 11/29- 80-100% 23 min.  Technical services(ts) reviewed with rep that if programming doesn't give pain relief then revision is likely needed. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Continuation of d10: product ID 377860 serial# (B)(6) implanted: (B)(6) 2006 product type lead product ID 377860 serial# (B)(6) implanted: (B)(6) 2006 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Event description:
A response was received from a manufacturer representative (rep) reporting the cause for the high impedances and not feeling stimulation still unknown. A new programming avoiding the use of the electrodes with high impedances was done in order to help the patient to keep continuing his therapy. The patient had a lead revision back in 6/22/2023 and the leads were successfully replaced. In 11/20/2023 the patient noticed that his battery was not going lower than 60% when normally he had to charge his battery very often. On 11/29/2023 during a patient meeting we found electrodes #2, 3, 10, 11, and #12 with impedances around 26180 and 26490. This issue was not resolved but a new programming avoiding the use of the electrodes with high impedances was done in order to help the patient to keep continuing his therapy. If the patient does not get at least 50% of pain relief with the new programming then the patient will be schedule for a lead revision and a battery replacement. Rep also provided weight of patient at the time of the reported event.